Manufacturer narrative:
The log file was available for investigation, but no utilisable entries are registered. However, the technician reported the entry v037 ex valve leak. This event is logged when expiration valve leakage has been detected when previously the condition of leakage was not present. When the device measures an expiratory flow of more than 15ml during inspiration, the alarm message ex port leakage will be given. Possible root causes for this entry are diverse. The device will continue automatic ventilation. Large leak flows can cause an insufficient automatic ventilation. The technician was unable to reproduce the described symptom. Based on the limited information, a root cause analysis is not possible. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message ventilator fail will be displayed. The user can switch to manual ventilation as described in the instructions for use. If the device detects a leakage during use, a visible and audible alarm will be generated depending on the alarm limits adjusted by the user.

Event description:
It was reported the unit would not ventilate the patient. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported the unit would not ventilate the patient. There was no patient injury reported.